Event description:
The user facility reported that water was leaking from their sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the leak to be originating from the heating element on the steam generator. The technician replaced the heating element and confirmed the sterilizer to be operational. No additional issues have been reported.